Event description:
It was reported that surgeon could not seat liner 623-00-36g reporting that it would not fit. Subsequently another liner 542-11-58g was successfully implanted.

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.